Manufacturer narrative:
This report has been identified as b. Braun medical internal report number (B)(4). While no sample was returned, history logs were submitted for evaluation. Review of the log files confirmed pressure alarm. While the reported issue was confirmed, an exact root cause could not be determined. We will maintain this report for further references and continue to monitor other reports for similar occurrences. If any additional pertinent information becomes available, a follow up will be submitted.

Event description:
As reported by the user facility: infusion pump alarming for "downstream occlusion" with no visible occlusion. Pump exchanged and no longer alarming.

Manufacturer narrative:
This report has been identified as b. Braun medical internal report number (B)(4). The investigation is ongoing at this time. A follow up will be submitted when the investigation results become available.